Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ai from hcp: (B)(6): I don't know the product code off the top of my head, but is the powered cdh 29 stapler. Either (B)(6) has already taken the stapler. No patient consequences ¿ per dr. No change in patient care. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the doctor stated that the device did not fire. The team tried to change the battery from a second stapler that did not work. Another like device was used to complete the procedure., it is unknown if there were any patient consequences.